Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The insulin pump was also received with moisture damage on the electronics assembly, motor, vibrator and battery tube assembly, which was noted during a visual inspection. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after she jumped into a pool and got the insulin pump wet. The customer stated that the alarm occurred 3 hours after it had been exposed to water. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.